Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was connecting their backup system controller to battery power to recharge the backup battery, an alarm appeared with a yellow spanner symbol and no display. There were no adverse impacts to the patient. The system controller was reviewed in the hospital and the biomedical engineer (bme) was able to replicate the event. The system controller was replaced. The charging of the new backup system controller was checked and a self-test was performed, both completed satisfactorily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 29 days (periodically from (B)(6) 2019 - (B)(6) 2022, and (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 were recorded when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. The driveline was never connected throughout the log file. There were no notable alarms active in the log file. The controller underwent preliminary and functional testing and passed. Upon start-up, a yellow wrench alarm was confirmed and was caused by the clock being invalid. The clock was properly set and the alarm cleared. The controller was able to operate a mock loop and functioned as intended. The root cause of the reported event was conclusively determined to be caused by the clock not being set. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13jul2017. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.